Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, service code 204) was confirmed. Upon investigation, the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. The connector was cracked and a guide pin was missing, preventing the electrode belt from staying latched to the monitor and causing the service code. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a damaged connector and was causing a service code 204 (belt unusable).